Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a new ipg was unable to communicate with the clinician programmer prior to the procedure. Troubleshooting did not resolve the issue and another new ipg was used for the surgical procedure.